Event description:
Customer reported poor correlation of urin human chorionic gonadotropin (hcg) results between instrument and alternate method. There was no report of injury for this event.

Manufacturer narrative:
The event occurred due to an operator error. The customer had removed the test table insert and placed the cassette on the table (without the insert) which led to the negative hcg results. The test table insert was correctly installed by the customer and the samples were re-tested and gave positive hcg results. Instrument is performing as intended.